Event description:
It was reported that a pt underwent a posterior pelvic floor repair procedure, a cystoscopy, and hydrodistention on (B) (6) 2009. On (B) (6) 2009, the pt presented with a mesh exposure. The event is listed as mild. No action has been taken. The surgeon stated he will take a wait and see approach with the pt.

Manufacturer narrative:
(B) (4). (B) (4) mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batch met all finished goods release criteria.